Event description:
The reflexion decapolar catheter was placed in the patient's coronary sinus. No electrograms recorded - just artifact. The connector was replaced and the nurses verified correct set-up in recording system, but the problem did not resolve. The catheter was removed from the patient's body and a new catheter was placed. The case was completed without complication.